Event description:
During the preparation of precise stent (p06030xc, 13431452, complaint product), the device was flushed with saline solution and extracted from the tray. However, it was found that the stent had already been released from the distal end of the catheter. Therefore, another product (p10040xc, lot unk) was used and the procedure was completed without any other problem. The complaint product was not clinically used.

Manufacturer narrative:
The product was new, and after removal and during prep, the device was not damaged. The device was prepped according to (IFU) instruction for use. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was stored, prep, and handled according to the IFU. Nothing else unusual was noted about the stent delivery system prior to use. The tuohy borst valve was in the open position when rec'd, and the tuohy borst valve was closed prior to removing the device from the tray. The stent was already released from the distal end of the catheter when removed from the tray. A stopcock was connected to the y-connector of the tuohy borst valve, but there was no difficulty encountered flushing the stopcock. Another precise (p10040xc, lot unk) was used and the procedure was completed without any other problem. No further info was available. Add'l info will be submitted within 30 days of receipt.